Event description:
A customer reported a patient with a dropped nucleus and posterior capsule tear during a laser assisted cataract surgery. The surgeon noticed "unusual reflex after waffle pattern lens disassembly while central groove created with phaco half of nucleus dislocated posteriorly." The patient was brought back for a vitrectomy and lensectomy. Additional information received that the patient is now doing well.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).